Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported that during an unspecified spine surgical procedure, it was discovered that the console device and foot control device were not registering on the foot pedal or the console when used together. There was a five minute delay to the surgical procedure. Spare devices were available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the device passed all operational specifications. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the connector port was turned. It was determined that the issue was consistent with twisting the handpiece connector instead of plugging it straight in and out of the console device. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.